Event description:
The stryker micro reciprocating saw was sent in for eval due to overheating during a procedure. No adverse event was reported; another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results analysis is complete.